Event description:
It was reported that the customer had an issue with a blank display and an audio anomaly on the insulin pump. Customer stated that the screen turns off on its own but it is not currently off. When the customer goes to bolus, the screen is on and it turns on when the customer presses the buttons. Customer decided to speak with their endocrinologist. Customer declined to be sent a loaner pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.